Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable. The patient lost stimulation on an unknown date. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Attempts to obtain patient information were made during the processing of this complaint.

Event description:
Additional information received indicates tha the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
Correction: g3 - date received by manufacturer should have been aug 18, 2021 instead of aug 18, 2020 in additional report 5.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted with no complications.

Manufacturer narrative:
Correction: section b5 should have stated "additional information received indicates that the patient underwent surgical intervention during which the system was explanted with no complications." Instead of what was reported in additional report 3. Section h6 health effect - impact code should have been 4627, instead of 4629 in additional report 3. These corrections are reflected in this additional report 4.

Manufacturer narrative:
Correction: device code should have been (B)(4) in the initial report. This correction is reflected in this additional report 2.